Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 11-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station kept showing a blue screen and repeatedly restarted. A technical support specialist (tss) dialed into the station and noticed that the station was up and running normally with no issues. The tss confirmed that the user was able to run transactions successfully. The tss confirmed with the customer that the station was working fine, and no further issues were raised. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station kept showing a blue screen and repeatedly restarted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.